Manufacturer narrative:
(B)(4). The customer reported that the monitor failed to alarm per its alarm configuration. When the abp mean pressure (lower limit 70) fell to 45, there was no alarm reminder or re-alarm after the alarm had been acknowledged once. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor failed to alarm per its alarm configuration. When the abp mean pressure (lower limit 70) fell to 45, there was no alarm reminder or re-alarm after the alarm had been acknowledged once. No patient harm was reported.